Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and loss of capture (loc) that led to greater than two seconds asystole. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received and indicates that this patient was also having a shoulder twitches approximately 15-20 seconds. The physician suspected insulation damaged and causing shoulder twitches. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.